Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device and replaced the analog interface (ai), printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a failed performance verification test (pvt) and lost communication. There was no patient involvement.